Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on mobile meter, within 10 minutes: 4.1 mmol/l, 3 mmol/l, and 1 mmol/l. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.